Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the balloon popped. Opened another device, completed the case. Nothing fell into the cavity, there was no additional bleeding or tissue trauma. Operating room time was not extended. No pt injury was reported.